Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead warning for high impedance which resulted in a polarity switch. It was also reported that the ra lead exhibited far field r-wave (ffrw) oversensing. It was noted that the patient experienced syncope. The ra lead and rv lead remain in use. No further patient complications have been reported as a result of this event.